Event description:
It was reported that the patient's right atrial (ra) lead became dislodged. A procedure was done to reposition the lead. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a2dr01 ipg, implanted: (B)(6) 2014. (B)(4).